Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a flo-thru device. The unspecified particulate matter was observed in the inner pouch. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual examination, particulate matter (pm) was present on the device. Microscopic inspection was performed and the pm was determined to be excess adhesive from the manufacturing process. The adhesive found on the returned sample was excessive and exceeded the diameter of the tip; therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.